Manufacturer narrative:
The patient reported that there had been previous issues with poor healing during past surgical procedures, including a previous knee replacement surgery on the same extremity. A sample was taken for lab culture; however, the results were not shared with the firm for further follow-up. It is unclear with the information available if the patient's body was rejecting the implanted lead, thus leading to skin erosion and subsequent infection, or if the patient had first developed an infection at the site and that caused the skin to open and expose the lead.

Event description:
The patient was implanted with a nalu peripheral nerve stimulatr system on (B)(6) 2024 to treat left lower extremity pain. The implantable pulse generator (ipg) was placed in the calf area with the leads targetting the inferior genicular nerve. Approximately 10 months after the initial implant the patient was noted to have one of the implanted leads eroding through the skin and is reported to have developed an infection at the open site. On (B)(6) 2025, a full system explant was performed due to the suspected presence of infection at the site of the exposed lead.